Event description:
This is the first of two events for the same pt. It was reported that approx 4 weeks after surgery, pt returned the hosp complaining of a clicking sound on the left side of the back. X-rays taken approx 3 months post op showed that the left rod had slipped. A revision surgery was performed approx 4 1/2 months post op. X-rays taken approx 3 months after the revision surgery showed that the left rod had slipped. Pt is in good condition.